Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova deutschland manufactures the s5 roller pump. The incident occurred in amarillo, texas. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 roller pump gave a motor control failure error message during procedure. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication livanova learned that serial number of the involved pump is (B)(6), model 10-80-00. Therefore, sections d4 and h4 of this report have been updated accordingly. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to fix it, motor control board and motor power amplifier board were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Most likely root cause of the reported event could be due to defective boards.